Event description:
It was reported that following surgery. In the recovery area. A 3rd degree burn was noted at the ground pad (dispersive electrode) application site. The pt required surgical treatment of this injury.